Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review could not be completed as the product lot number is unknown. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro was smoking excessively. Upon removal of the device, they noted it remained activated. It is unknown how the procedure was completed or if there were any patient effects. Maquet cardiovascular is awaiting the return of the product in question.